Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no harm reported.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient involved and no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect ¿ impact codes). Additional information: contact person phone number: (B)(4). A getinge field service engineer evaluated investigated the customer's complaint with the device not charging the batteries. I was able verify the batteries were not charging. Replaced the power management pcb and verified the device was charging the batteries. With reviewing logs, there were no major faults or failures. Functional tested without any issues or failures. When the male plug was removed from the receptacle the ground prong remained the receptacle. Ordered power ac reel. Replaced the ac power cord reel. Iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received parts for evaluation. The fat performed a visual inspection and found pn 0670-00-1162 to have a blown q27 component which is consistent with the failure of batteries not charging. It had a broken ground prong. Confirmed the reported failures for these parts. The revision for the board is obsolete and no longer able to be tested by a supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed.